Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for humerus fracture with mhn screws and nail. Mhn nail was used for a comminuted fracture from the surgical neck of the humerus to the center of the greater tuberosity. When the surgeon inserted the nail after reducing and temporarily fixing the fracture, the reduction collapsed. The surgeon confirmed that the fracture was lateral and anterior to the nail insertion site but continued with the surgery. After proximal-distal lateral locking, the surgeon checked the entire area and found that the reduction was still poor and that the proximal screw was not able to fix the humeral head. Removal of the proximal screw and traction improved reduction. However, when the screws were inserted, the reduction was poor again, so the surgery was completed by removing the screws and pouring cement through the screw holes toward the femoral head. The patient's humeral head has been displaced and will be reoperated on (B)(6) 2023. The nail and other implants will be removed and replaced with an artificial head. The surgery was completed successfully with a delay of 1 hour. No further information is available. This report is for a 4.5mm ti multiloc screw length 26mm-sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device product code#: 04.019.026s, lot #: 95p3691. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 24/03/2021, manufacturing site: jabil grenchen, expiry date: 01/03/2031. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.